Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was in the 400 mg/dl range and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the site appeared to be the cause of the occlusion; however, upon removing the cannula it was found to be undamaged. The contact indicated that the insulin had been used in the cartridge for 3 days.